Event description:
The reporter noted the pt was enrolled in a clinical study in (B)(6) titled: "evaluation of integra artificial dermis for the treatment of leg ulcers. Implantation of idrt was on (B)(6) 2011 for 'necrosis angiodermatitis'. On (B)(6) 2011 the surgeon discovered the pt developed lysis of the graft at 80% with pain and local infection. Treatment included "dressing aquacel ag" until (B)(6) 2012 then "miel protocol" until (B)(6) 2012 and 'algosteril' with 'cicatrization' of wound on (B)(6) 2012. The wound has healed."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.